Event description:
It was reported that the insulin pump was not working, as it should be and it is under delivering. Caller stated that the customer had very high blood glucose and was not dropping even after bolusing. The insulin pump did not deliver correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.